Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon inspection, fse determined that the pdu(power distribution unit) fan tray and dcps was faulty. The fse replaced the pdu fan tray and dcps. After replacement of the pdu fan tray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system would not turn on. System was not in use. There was no report of harm.